Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received unexpected restart issue without prior low battery . Customer's blood glucose level was 20.0 mmol/l. Customer said they able to rewind the insulin pump. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. Insulin pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected post-reset alarm noted. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.